Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However; angle wire stretched and damage or deformation due to physical stress were observed. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that an insufficient reprocessing occurred with the gastrointestinal videoscope. The event occurred during an upper gastrointestinal endoscopy procedure. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, although the root cause cannot be specified; it is likely that the event was caused by inappropriate or insufficient reprocessing. Olympus will continue to monitor field performance for this device